Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) required maintenance. A field service engineer (fse) found that the bio ID reader had failed with a requires maintenance error during operation. The customer was contacted for additional information and reported that the failure occurred over the weekend and that the device had not been rebooted. Customer was instructed to reboot the device and later confirmed that the reboot resolved the bio ID error. The device returned to normal operation, all functionality was validated remotely, and no onsite service was required as no further errors were reported. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier finger scanner had required maintenance, so users had been asked to type their password instead of using their fingerprint. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.